Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead slack adjusted during the implant procedure. The rv lead was retested and increased thresholds were noted. The rv lead was explanted and blood was found in the insulation, indicating that there was insulation damage. The rv lead was replaced. No patient complications have been reported as a result of this event.